Manufacturer narrative:
Image review: the returned photo captures the resolute integrity stent; stent deformation is visible on the proximal wire wraps. The stent wraps are stretched and deformed. (B)(4).

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent. It was reported that the stent deformed in vivo. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 36th-38th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified. Additional information: the patient's medical history is chd, stable angina. The patient presented with a stemi (which occurred prior to the stenting procedure). The lesion being treated was in the plad which had no tortuosity, severe calcification and 70% lesion stenosis. No damage was noted to the packaging. The device was inspected prior to use and no negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The device was replaced by a non-mdt device. The patient's status at the time of report was that they were discharged. If information is provided in the future, a supplemental report will be issued.